Manufacturer narrative:
This lot was manufactured (B)(4) 2017 - (B)(4) 2017. One actual infusor unit was received for sample evaluation. Visual inspection via the naked eye noted fluid inside the bag that contains the unit. Further inspection revealed that the cause of leak was due to broken tubing at the solvent-bonded junction of the luer. The reported issue was verified. The cause of broken tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from a large volume infusor. It was further specified that all of the solution leaked out from the infusor into the overpouch. The location of the leak is unknown. The pump was filled with flucloxacillin 8000mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.